Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The date of death is an estimate based on the journal publication date. Referenced article: incidence of lead dislodgement, malfunction and perforation during the first year following device implantation. Neth. Heart j. 2014;22(6):286-291. An email was sent to the author requesting additional information, with no reply as of yet. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this lead and device model. Multiple patients, failure modes and multiple adverse events were noted in the article; however, a one to one correlation could not be made with unique device or lead/serial numbers. The article included the following failure modes: malfunction and dislodgments. The article included the following adverse events: death, infection, perforations, pericardial effusions and cardiac tamponade. The status of the devices and leads are unknown. No further patient complications have been reported as a result of this event.